Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as patient made a mistake and did not wear a mask. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with injection (inj.) Vancomycin (1 gram, stat dose, route not reported) and inj. Amikacin (1 gram, stat dose, route not reported) and inj. Amikacin (100 milligrams, once daily, route and duration not reported) for peritonitis. The action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: follow up information received that on an unreported date, antibiotic treatment was stopped and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.